Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were noted. A field service engineer upon initial inspection of the station, no issues were found. The fse had multiple users log in and test the bio ID functionality, and all tests were successful without any errors. The fse was unable to replicate the reported issue. The customer also verified the functionality, and everything worked without issue. The system functioned as intended after the field service engineer tested the device

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system, biometric identifier (bioid) scanner was not working and device was offline in remote smart service (rss). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system, biometric identifier (bioid) scanner was not working and device was offline in remote smart service (rss). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.